Event description:
If a convertible tube is to be used as a non-vented set, a vent cap is applied. Vent cap leaks. It happened on multiple occasions where expensive medicine was wasted and equipment damage occurred.